Event description:
It was reported that the patient noted being told by the healthcare provider (hcp) with every pump that was explanted, "your pump shut down. We got to take it out and redo it." Pump related to this particular explant event was initially returned with no information. The patient had experienced a loss of pain relief. No specific malfunction or event detail was provided. The pump was used to deliver morphine and bupivicaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011. Product type: catheter. (B)(4). Final analysis of the pump and catheter resulted in acceptable testing and found no anomaly.